Event description:
It was reported that a pt sustained facial scarring after perioral wrinkle treatment with an ultrapulse encore laser.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded that the reported numbers of pulses and passes performed by the user facility were excessive and in contraindication to the treatment parameters recommended by the training materials and the common best practice for the subject indication.